Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide updates to fields (d9 and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The complete evaluation results are as followed: harness is worn out. Harness cables are very sticky and have a poor insulation. The institution is damaged on the harness cables. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not judge whether the subject device was related to the patient¿s stay at intensive care unit or not from the information obtained. The root cause could not be identified. Additionally, a specific root cause of the error code e116 and e117 could not be determined from the investigation results. Olympus will continue to monitor field performance for this device.

Event description:
A company representative reported on behalf of a user facility that the visera 4k uhd camera control unit displayed error e116 and e117 on the demo tower during an unspecified procedure. It was stated that the error messages blocked the endoscopic image which caused procedural complications leading to an intensive care unit hospitalization. Additional information regarding the event and outcome was requested multiple times with no response. This event was originally reported under patient identifier (B)(6), serial number (B)(6). On return of the investigation results, the customer stated that the device with serial (B)(6) was incorrect. It was clarified that both devices were on site, but that serial (B)(6) is the complainant device. It was clarified there was only one patient involved.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and correction to the initial with information inadvertently left out (h4). Based on the results of the updated investigation, there are no changes to the previous reported investigation. However the updated investigation reviews further test results which include a non-reportable malfunction, harness is worn. The further non reportable test results are as followed: poor insulation, insulation failure of the harness, the cables is sticky, and the cable insulated has melted.